Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise. The noise was reproducible in the clinic. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.